Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat urethra obstruction and incontinence , and an obturator sling was implanted. The patient underwent a mesh explantation/revision on (B)(6) 2012 concomitantly the patient underwent an urethrolysis, and lysis of sling. It was reported the patient is s/p urethrolysis at another facility where her mesh could not be palpated or removed. She continued to experienced dysfunctional voiding - painful and incomplete voiding. She had cystoscopy, urethrolysis [mesh was removed] and martius flap on (B)(6) 2012 . The patient then experienced stress urinary incontinence and is s/p urethrolysis and had cystoscopy and coloplast altis sling implanted on (B)(6) 2013 (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain, urinary frequency and urgency.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.